Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was a transducer and flush bag present and once the fiber optic cable was removed a waveform was present. The customer was able to zero without issue and was satisfied with the result. They were instructed to keep the transducer level as they would an arterial line and continue to flush hourly. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).